Event description:
It was reported by the affiliate in italy that during rotator cuff repair procedure on (B)(6) 2022, it was observed that the expressew iii w/o hook was stuck. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, the "blade was stuck". The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection revealed wear marks on the device, the needle was found stuck into the shaft of the device. The needle tip was broken near the lower jaw. Finally, the jaws were found in good condition. Based on the condition of the needle, the functional test cannot be performed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the needle stuck can be attributed when deploying the needle with the jaws open which can lead to a jammed needle. However, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.